Manufacturer narrative:
The insulin pump was received with intermittent blank display due to moisture damage on the electronic stack and corroded battery tube. No moisture damage was found on the motor noted. However, upon visual inspection the insulin pump had moisture damage on the force sensor resistor. Unable to confirm e15 or bolus stopped alarms due to blank display also, unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via email that the insulin pump alarmed several times. The customer stated the pump alarmed and then restarted. The customer's blood glucose was unknown. The customer was able to clear the alarm with esct and act button. The alarm occurred three times. The customer was advised that the insulin pump will need to be replaced.